Event description:
Customer reported one patient having diffuse lamellar keratitis (dlk) after surgery day. Surgeon stated left eye (os) was stage 2 and right eye (od) was stage 1. Surgeon refloated both eyes (ou) on (B)(6) 2013. Patient was treated with topical steroids. Patient was 20/20 best corrected visual acuity on both eyes pre-op. Patient was 20/25 uncorrected visual acuity (ucva) on both eyes post-op.

Manufacturer narrative:
Additional narrative - while amo's clinical development manager (cdm) observed surgery, cdm noticed vent in suite directly above surgical tray. Also noticed dust particles on and inside the vent which may have been a problem related to dlk. Cdm discussed this as well as other possibilities related to dlk with the customer. The customer will have vents cleaned and check on filters.

Manufacturer narrative:
Evaluation: surgeon had questions pertaining to what drops to use post operatively. Clinical development manager (cdm) referred surgeon to medical monitors to address this. Cdm advised him to adjust clinical settings. Cdm advised to leave the energy as is. No issues were found with the system. Surgeon has seen this patient daily since the refloat and feels both eyes are now diffuse dlk. Additional follow-up was received and the patient's dlk has resolved. Placeholder.